Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with fortum injection (1g, twice a day and ongoing) and vancomycin injection (250 mg, after every 3 days and ongoing) for peritonitis. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.